Event description:
(B)(6) complaint handling unit reported a broken plate. The patient was admitted to the hospital on (B)(6) 2008 with pseudarthrosis of the right clavicle. The patient was hospitalized from (B)(6) 2008. The surgery occurred on (B)(6) 2008 for open reduction of the bone fragments, bone grafting of defect, and internal fixation with the locking compression plate. It was reported that the patient fell (B)(6) 2009 while going downstairs on right leg and right wrist. On (B)(6) she felt a sharp pain in her clavicle and experienced difficulty in raising her hand. After falling she felt no discomfort and claims no bruises at sites of fall. On (B)(6) 2009, an x-ray showed a fracture of clavicle and failure of the plate. The second hospitalization was from (B)(6) 2009 for the refracture of the right clavicle in the middle third, with plate failure. Revision surgery was performed on (B)(6) 2009 for the internal fixation of the right clavicle with the locking compression plate.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.